Event description:
A customer reported that after incisions had been made for a cataract with intraocular lens implant procedure, it was noticed that the doctor's settings were incorrect. The staff tried to re-boot and to restore settings from the sd card, but were unsuccessful. The staff called technical services and were walked through the process of restoring the doctor's settings from the sd card. The case was able to be completed following a delay of 20 minutes. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the operating room (or) staff contacted the company service representative for assistance. Via phone support, the company service representative was able to walk the or staff through the process of restoring the doctor settings from the sd card. The company service representative continued to stay on the phone until the surgeon verified the correct settings were restored. The surgeon successfully re-primed the cassette, tuned the handpiece, and continued with the case. On (B)(4) 2012, the company service representative visited the site to follow up with customer. The company service representative confirmed that everything was going well since the doctor memory was restored. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).